Manufacturer narrative:
Additional information: there was no intervention required to remove the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx drug eluting stent was intended to be used to treat a severely calcified lesion. It was reported that due to excessive calcification of the vessel and technical difficulties, the device cracked, during advancement through the guide catheter. It was not possible to implant it in the patient. Patient status post procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: numerous kinks were evident on the hypotube. The device returned with a detachment on the hypotube 17.9cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 2cm proximal to the detachment site. The device returned with a second detachment on the hypotube 71.6cm proximal to the distal tip. The hypotube material was oval and jagged on both sides of the detachment site. If information is provided in the future, a supplemental report will be issued.